Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient saw a poor communication screen. The patient also reported poor or no telemetry. The patient stated that they cannot charge their ins battery because it pulls up and stays on the reposition antenna screen. The patient reported that they had been messing with the recharger and patient programmer and read the manuals and is unable to resolve the issue. Initially the patient thought it was 5 days, then 10 day, then at least 2 weeks. The patient didn't know the last time they charged or the last time they felt stimulation. The patient stated that they let the device go dead and they never do so. The patient saw a poor communications screen on the programmer. The patient reported that their last charging session was more than one to three months ago. The patient was forwarded to their healthcare provider (hcp) to address the possible overdischarge. No further complications were reported or anticipated. Additional information was received from a consumer. It was reported that the steps taken to resolve the lack of stimulation and poor communication was an office reset, and the patient requires a new battery but they are not eligible. The lack of stimulation has not been resolved as the battery is dead. The other problems were clarified as the battery is only two years old and is dead. The patient stated that no other problems were observed, the battery just stopped working. The patient stated that there were no circumstances that led to the other problems. The patient could feel nerve pain again and maybe heat in the area ant then it stopped working. The steps taken were that the patient needs a new device, but they are not eligible. The issues have not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient spoke with their healthcare provider (hcp) and they told the patient that there have "been a couple of problems" with the patient's implant lately and that the manufacturer has a new device. No symptoms were reported. No further complications were reported or anticipated.